Event description:
While standing in the kitchen, the patient experienced a shocking sensation. The shocking was felt all over; it was not specific to the stimulator pocket or lead-extension site. There was no known accident or incident related to the event. The patient turned off the stimulator until it could be checked. Palpating did not cause the stimulation to change. Impedances were checked. Impedances showed a trend with the same impedence measurements; most 0-3 electrodes were 932 ohms, all electrode 4 combinations were 3762. It was noted that the patient had lost a lot of weight (approximately 40 pounds); however, the stimulator did not seem very loose, only somewhat loose. Additional information has been requested from the health care professional, a follow-up report will be sent if additional information becomes available.